Manufacturer narrative:
The meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from the coaguchek xs pro meter. The result from the professional meter was 2.7 inr. The result from the patient's meter was 1.8 inr the therapeutic range was 2.0-3.0 inr and the testing frequency varied.